Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. The account reported that the patient had passed away on (B)(6) 2020. Additionally, the account reported that no autopsy was performed, and the device will not be returned for evaluation. The heartmate 3 left ventricular assist system instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.